Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with several instances of inappropriate automatic mode switch due to atrial lead noise. Programming changes were made. The patient was in stable condition.